Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The product support engineer (pse) provided remote support to the customer. The pse replaced the power switch overlay to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit presented with an alarm light emitting diode (led) failed, error code 1105. There was no patient involvement.